Event description:
Dexcom received a returned sensor on (B)(6) 2012 from this pt. Upon investigation, it was determined that the sensor wire was fractured. Dexcom technical support contacted pt's father on (B)(6) 2012 to collect further information. Pt's father reported that pt had a broken sensor but does not recall the specific date of the incident. Pt has no complications and is currently fine.

Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.